Manufacturer narrative:
Patient medications: nitroglycerin, atorvastatin, metoprolol, clobetasol, and synthroid. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. It was reported that computed tomography (date unknown) revealed aneurysm sac enlargement (amount unknown), a possible type ib endoleak secondary to degeneration of distal common iliac artery. There was about 2cm from the end of the implanted graft (pcc141000/022700109) to the hypogastric artery. The physician chose to reintervene and coil embolize the hypogastric artery. Then extend the implanted graft with a gore® excluder® aaa endoprosthesis pll161007/17883356) into the proximal external iliac artery and further extend with a bxa075901a/18734386 device. Completion angio revealed resolution of the endoleak. The patient tolerated the procedure.